Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient at home experienced a yellow wrench alarm on the controller. In the hospital, when attached to the monitor, a message saying 'replace controller' was displayed on the screen. The perfusionist performed a controller exchange. Log file analysis showed an ebb load test failure and a controller internal fault at the same time which initiated the controller change. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed with the data retrieved from the returned system controller ( (B)(6) ). The backup battery fault alarm event became active on april 18 relating to a backup battery load test failure. The returned system controller was functionally tested using laboratory equipment and was found to function as intended. The 11v backup battery ( (B)(6) ) was discharged/charged and testing was unable to reproduce a backup battery fault alarm. A root cause could not be determined during the analysis. A corrective and preventive action has been initiated to investigate the issue further. Abbott is currently monitoring similar issue. Device history record (shop order: (B)(4)) indicated the device was manufactured in accordance to mfg and qa specifications. System controller ( (B)(6) ) was shipped to the customer on (B)(6) 2017 on customer order (B)(4). Heartmate 3 patient handbook rev c, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿. Under section 5 ¿alarms and troubleshooting¿ all alarm conditions are addressed including backup battery fault alarms indicating to ¿call your hospital contact as soon as possible for diagnosis and instructions.¿. Heartmate 3 instructions for use rev b, ¿replace any equipment or system component that appears damaged or worn¿. No further information was provided. The manufacturer is closing the file on this event.